Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was displaying a service code 204 (belt/monitor unusable) and then began to cycle between the white and blue start-up screens. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was constantly resetting. The cause for the resets was isolated to intermittent communication faults with the digital signal processor (dsp) u500 on c/a board sn (B)(4). The root cause for the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The pt rec'd a replacement monitor.